Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was hospitalized with high blood glucose levels of 20 to 29 mmol/l. The reporter indicated that the patient was given a temporary basal rate increase but was not given any exogenous insulin. The reporter indicated being unsure about the pump's accuracy. The pump was reviewed and found that the pump date was off by one day but the time was correct. There were no relevant alarms in the history and there was no known physical damage to the pump. This report is made based on the allegation that the patient was hospitalized with hyperglycemia.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: daily insulin delivery totals appear inconsistent due to time/date issue. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The battery compartment was found to be cracked. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. There was no defect found with initial complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.